Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system aspiration catheter 6 (cat6), an indigo system catrx aspiration catheter (catrx), and a guidewire. During the procedure, the cat6 was being used, but the physician decided that the cat6 may have been too large and was occlusive to the vessel; therefore, the cat6 was removed. While loading a catrx over the guidewire through the rx port, the catrx stopped advancing and subsequently, it was noticed that some micro-thrombus was on the guidewire. Therefore, the physician cleaned the guidewire and attempted to re-advance the catrx; however, the catrx would not advance. While attempting to remove the catrx from the guidewire, the physician experienced resistance and subsequently, the catrx broke near the rx port. It was reported that the catrx was not inside the patient when it broke. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx was kinked approximately 119.0 cm from its hub. The catrx was fractured approximately 121.0 cm from its hub. Conclusions: evaluation of the returned catrx confirmed that the catheter was fractured. If the catrx is forcefully retracted against resistance, damage such as a fracture may occur. The distal fractured segment of the catrx was not returned for evaluation. Further evaluation of the returned catrx revealed a kink near the fractured location. This kink may have occurred due to forceful retraction against resistance during the procedure when the fracture occurred. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.